Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The site is being contacted to determine whether it is still available for analysis. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2014. Six months postoperatively, the inlay had decentered and a fiber was observed at the edge of the inlay. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25+ immediately prior to explantation. The flap was lifted and irrigated and the inlay was explanted. The patient's prognosis is good; the patient is healing well and the surgeon plans to replace the inlay. According to the surgeon, synthetic material was the likely source of the debris.

Event description:
At last examination on (B)(6) 2017, bcdva returned to baseline (20/20).

Manufacturer narrative:
The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. (B)(4).